Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had an audio issue. The audio issue was confirmed. There was no difference in volume 1 and 5. The customer¿s blood glucose during the incident was 4.6 mmol/l. The product will not return for the analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, but failed the self test, alarming pump error 63 unexpectedly. The pump error 63 was confirmed in the formatted history file due to a loose connection or a cold solder joint at the keypad assembly. No unexpected audio/vibrate or anomaly/absence of alarms were noted during testing.